Manufacturer narrative:
Unit passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. There is corrosion on the battery compartment sleeve, and the battery spring has some gunk on it. After further review of the unit's interior, the underside of the battery compartment is corroded as well as the battery board beneath it. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was disconnected from the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.